Event description:
(B)(4). It was reported that stable angina and in stent restenosis (isr) occurred. On an unknown date the lad was treated with angioplasty using a 3mm x 20mm taxus drug eluting stent and a 2.75mm x 32mm taxus drug eluting stent. On (B)(6) 2021, the subject presented for the index procedure with stable angina. Angiography revealed 90% in stent restenosis of the lad. Heparin or other antithrombotic medication were administered at the time of the index procedure. The subject was on a prior regime of aspirin (>= 72 hours) and antiplatelet other than aspirin >=72 hours) medications at the time of the index procedure. The target lesion was located in the proximal lad and was 10mm long with a reference vessel diameter of 2.75mm. The lesion was predilated with a 2.5mm x 15mm balloon with 30% residual stenosis and timi flow 3. Following pre dilation, the lesion was treated with a 2.50mm x 30mm study device successfully with 0% residual stenosis and timi flow 3. Post dilation was not performed. On (B)(6) 2021, the subject was discharged on aspirin and clopidogrel.